Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis, and the reported problem was confirmed but not replicated. In system logs, the issue was found indicating mtmr grip calibration, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could be identified. The complaint was confirmed based on field evaluation. Failure analysis concluded that the mtm is consistent with the reported event and the potential root cause for the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon at surgeon side console (ssc1) could not match grips to gain control of the vessel sealer instrument on universal surgical manipulator (usm3). This was a dual ssc system. The customer confirmed that the usm was not assigned to ssc2 and tried reassigning usm3 to ssc2 and then back to ssc1, but the surgeon still could not match the grips to take control of the vessel sealer. The customer also confirmed that the surgeon had their head fully in the viewer. The surgeon moved to ssc2 and was able to match grips and take control of the vessel sealer. The tse recommended performing a hard reboot of the system after the case. The procedure was able to be continued, with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.